Event description:
Humidifier chamber of patient circuit for the life pulse high frequency ventilator could not be filled with water. This resulted in a circuit fault alarm. The patient circuit was changed out with a new circuit and the system performed appropriately with no alarm. There was no harm to the patient.